Event description:
It was reported that pump touchscreen became unresponsive and screen remained frozen, preventing any interaction with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.